Event description:
After 5 minutes of use, the sheath of the electrode is exposed. No consequences to the patient - another like device was used. Additional information: no tissue damaged, no consequence for the patient. But because of the crack tip , the physician supposed that particles fell in the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed a small fragment of the ceramic surrounding the active tip was broken. There was saline residue in the suction tube indicating the device had been used. Moreover, there were multiple heavy scratches on the distal end of the shaft¿s heat shrink layer, indicating that there were sharp objects close to the electrode during usage. The damage to the active tip is likely to be caused by the introduction of another metal instrument during the procedure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ the electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. This complaint can be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar and one other dissimilar complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
After 5 minutes of use, the sheath of the electrode is exposed. No consequences to the patient - another like device was used. Additional information no tissue damaged, no consequence for the patient. But because of the crack tip , the physician supposed that particles fell in the patient.

Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was returned after it was initially reported that the device has been discarded. This is a follow up report to document device return. Once an investigation is conducted, another follow up will be filed to document investigation results.

Event description:
After 5 minutes of use, the sheath of the electrode is exposed. No consequences to the patient - another like device was used. Additional information no tissue damaged, no consequence for the patient. But because of the crack tip, the physician supposed that particles fell in the patient.